Event description:
Arrowgard blue percutaneous sheath introducer kit was used to place a swan-ganz vip+ catheter. Preparing pt for discharge, the catheter was removed from pt along with cordis per protocol. Pt was awake and talking with family and nurses at bedside for approx 5 mins post removal. Pt stated he was lightheaded and then became unresponsive and started to shake. CT scan was completed that showed large air emboli in the brain. Pt subsequently expired. Upon retrospective review of the introducer (arrowgard with integral hemostasis valve /side port (swan-ganz), it was noted the valve was defective and allowed air to return through valve. FDA safety report ID # (B)(4).